Event description:
(B)(4) spoke with pt stating she dropped pump yesterday and received an occlusion error message. Pt did not see any kink or occlusions in line and switched to other pump which has not given her any problems. Pt is requesting a new pump to be sent to her along with add'l dme. Serial number of pump in question: (B)(4). No other info known. Dose or amount: 50.2 nkm, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.